Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely excessive force was applied during scope attaching and detaching, damaging the scope connector. Additionally, if the scope connector is used in a wet state, the pin of the scope connector receptacle corrodes, leading to failure of the device. These issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." "Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
Customer contacted olympus technical support center associate for troubleshooting. User expressed his concern that there may be corrosion in the socket connector of the clv-190. Troubleshooting was unable to resolve the reported issue. Customer was instructed to return the device to olympus for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus received a report stating the end user received an e315 unsupported scope error code when connecting a 190 series scope to the clv-190 tower. User reported this occurred while setting up for a procedure. He reported that the error code was generated and the image on the screen intermittently goes out. No report of patient/user injury related to this report.